Event description:
It was reported that a patient experienced recurrence of atrial fibrillation, palpitations, and shortness of breath following an index procedure. The patient developed palpitations and shortness of breath, prompting a hospital visit. An echocardiogram revealed clinically significant atrial fibrillation. The dose of a calcium channel blocker medication with anti-anginal and anti-arrhythmic properties was increased; however, persistent palpitations necessitated a second session. The patient was hospitalized for five days, during which re-ablation therapy was performed. The patient recovered and was discharged. The outcome of this case is unknown. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.